Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 16 days post op z-syndrome was observed and patient's visual acuity decreased from 20/30 to 20/80 with 2.0 cylinder. This report refers to the patient's right eye (od). Additional information has been requested but has not been received.